Manufacturer narrative:
(B)(4). Catalog number 062943-002 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned or discarded; therefore, a return sample evaluation is unable to be performed. If the device involved in the event is received, a follow up report will be submitted upon completion of investigation. A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During a planned j-tube replacement on (B)(6) 2017, a physician reported that the j-tube was entangled and stuck with a 3cm of a formed lump of food. The j-tube was replaced and the stuck 3cm of a formed lump of food had resolved on the same day. No further follow up information was available.